Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that during a surgery, a 2.9mm innate drill flared and wouldn't pass through isthmus in 3rd metacarpal (the 2nd metacrapal we drilled for the same patient) the drill heated and wire broke and left wire across the cmc joint. A 30 min delay was reported with no adverse effect to the patient.